Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and without reload present. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. However the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to pulling the closure trigger open in an attempt to open the device. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to catch on the now broken or bent closure trigger top component. This in turn can then result in the red switch being locked out if the firing trigger is not in its full open position. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, when performing the first firing of the gun the jaws became locked shut and was unable to open the jaws even after pushing the red knob down and trying to reverse fire the gun. After trying this several times it came free however there were also malformed staples on the gastric tissue. Another like device was used to complete the procedure. Surgery was prolonged twenty minutes. There were no adverse consequences for the patient. Patient is stable.